Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damages were observed. Customer reported that the reader was no longer turning on. Usb charger and usb cable were not returned with the reader. No evidence of too hot to hold was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no signs of damage or burn marks were observed on pcba (printed circuit board assembly). Liquid contamination was observed on the pcba of the returned reader. Battery voltage was measured to be not within the specified range. Reader was monitored under thermal camera during operation and temperature was observed to be 41°c which is not below 30°c. An extended investigation was performed. A visual inspection was performed using a digital microscope on the returned device. Contamination due to liquid ingress was observed on the pcba. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured to be outside of the required specification. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader and result was measured to higher than the required specification, indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's u6 and u3 components during the inspection, indicating that the two components on the returned reader were contributing to the excessive electrical current drain. Contamination was observed on and in surrounding areas of the reader¿s cpu (central processing unit). Contamination due to liquid ingress is known to affect the functionality of electronics, which could led to overheating components and excess current draw. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error due to contamination from liquid ingress. Liquid ingress was known to affect the functionality of electronics resulting in overheating components and excess current drawn from the reader¿s battery. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed thelibre reader, cable and adapter meet specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.